Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unusual issue as "customer states that the verio iqmeter is displaying pc and the meter is not connected to a pc". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed.